Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: unable to duplicate battery life issue. No evidence of short battery life observed in the black box history. No battery cap was returned with the pump. A test battery cap secured to the pump and was used to complete the investigation. The battery compartment was found to be cracked on the side below the bumper pad, extending up from the case seal. No evidence of moisture was found inside the battery compartment. Current draws within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump or in the power circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)